Manufacturer narrative:
A cracked reservoir tube lip, a missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the she did not believe her insulin pump was working properly. Customer stated that her blood glucose levels had been high for three days leading up to the call. Customer stated that she had to use manual injections to bring her blood glucose level down.